Event description:
The ICD involved in this MDR report was interrogated with smartview 2.20 on (B)(6) 2010 (previous interrogation is dated (B)(6) 2009). Normal behavior was observed at the beginning of the interrogation. No access to some menus / screens was observed. Other parameters and statistics showed normal behaviour; tests were performed successfully. Embedded software upgrade process failed several times. Pt was sent home.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.